Event description:
Healthcare professional reported via sales representative "keller funnel's seemed to be sticky instead of lubricated". Device did not make contact with patient. Surgery was completed with a backup device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: "keller funnel's seemed to be sticky instead of lubricated"